Event description:
It was reported that within one day of implant, the atrial lead was sensing ventricular activity and not pacing in the atrium. Atrial lead dislodgement was confirmed on x-ray. The lead was to be revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 implantable pacing lead, (B)(6) 2012. (B)(4).